Event description:
It was reported that during a da vinci si hysterectomy procedure, the clamps were not closing. At this time, the surgeon observed a plastic part on the pk dissecting instrument was broken. When the instrument was removed and inspected, a piece of plastic was found to be missing. The surgeon reported that there have been no reports of patient harm, adverse outcome or injury as a result of the piece falling into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.